Event description:
It was reported, the patient presented for a routine generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited a high capture threshold. The physician decided to replace the lead. The atrial lead was capped and replaced on (B)(6) 2024. There were no patient consequences reported.